Manufacturer narrative:
Insufficient information is available to determine the resolution of the event. A replacement battery was shipped to the customer; however, it could not be confirmed if the customer's issue was resolved, as no further details regarding the event were documented. Multiple follow up contacts were performed with the key market, but no further details could be obtained. No parts were returned for failure investigation. In the event that parts are returned or if new information is provided, the complaint will be reopened to update the investigation.

Event description:
Philips received a complaint from the customer on the v60 ventilator indicating fault detection regarding the device's battery. It is unknown if the device was in use on a patient at the time of the event. There was no patient or user harm reported.

Manufacturer narrative:
E1 reporting institution phone number - (B)(6). Reporter phone number - (B)(6).